Event description:
It was reported that the customer has been experiencing intermittent low blood glucose (bg) level of 38 mg/dl. Low bg causes were not known. The customer received third party assistance from their spouse, who provided carbohydrates and monitored the customer to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.